Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "runtime calibration failure - 1051" and "valve failure-1010" error messages. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report of "runtime calibration failure 1051" error message was observed during review of the device data logs. However, the device was put through extensive testing without duplicating the report. The smart pneumatic module (spm) board was replaced as a precaution. The customer's report of "valve failure-1010" error message was verified and attributed to a defective o2 valve. The o2 valve assembly was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.